Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) law doesn't allow product return.

Event description:
Reporter stated the up and down buttons on the infusion device do not function. No adverse event was reported. The alleged product cannot be returned for evaluation due to legal and customs issues.